Event description:
Patient go very ill when white lumen of central line was flushed. Blood pressure and heart rate became elevated, shaking chills, temperature of 99.7f. (B)(6) grew from both the white and red lumen. Patient was on IV antibiotics for 16 days. Line remains in patient.

Manufacturer narrative:
A lhr review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.